Event description:
It was reported that the patient advocate reported the patient "passed out" while working in the yard. It was further reported the patient was seen by his physician. The device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.